Event description:
A product liability claim was raised. It was reported that the pt was implanted a unk durom acetabular component (exact date not reported). The implantation side is unk. Currently, the pt is being monitored due to unk reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review as the pt had not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for the specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).